Event description:
Per the clinic, there was no resistance when inserting the electrode during initial implantation on (B)(6) 2025. However, the end of the electrode array was found to be folded over in the cochlea. Subsequently, the incision was reopened on the same day as the original surgery to reposition the electrode under general anaesthesia. The implanted device remains.